Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that patient with gastric cancer for over three months. On (B)(6) 2025, a PICC line was placed for treatment purposes. On (B)(6) 2025 at 11:10, during intravenous infusion of 0.9% sodium chloride (chemotherapy drugs for this cycle had already been administered), the nurse observed fluid leakage. The leak occurred 34-35 centimeters from the catheter tip. This exposed section prompted immediate cessation of infusion, delaying treatment, and exacerbating the patient's discomfort and burden. Following immediate catheter maintenance and secure fixation, the patient was discharged with instructions to monitor the catheter continuously and schedule follow-up appointments promptly.